Event description:
Caller reported a cartridge alarm 31, with the issue not causing the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer had experienced cartridge alarms with consecutive cartridges; therefore, cts decided to replace the pump. Cts also provided instructions for the customer to place the old pump into storage mode before returning it and advised them on steps for when they receive the replacement pump. Customer reverted to an alternative method of insulin therapy.